Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient mother stated that the dexcom system stopped working. It was indicated that the patient became slow of speech and passed out. The ambulance was called; however, the patient's mother was unable to provide event details. It is unable to be determined if the event was diabetes related. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.